Event description:
Recipient reported continuous, rumbling noise and a decline in hearing performance with the device since implantation. Pain and shocking sensation were also observed. Different fitting strategies were tried with some reduction in the noise. However, the user is still experiencing issues which could not be completely resolved through fitting. Two channels were left extra-cochlear at implantation. As per further information 2 additional channels have been disabled due to being extra-cochlear, as confirmed by diagnostic imaging. External components were exchanged. The recipient was re-implanted with a new device, with a shorter electrode array configuration, on (B)(6) 2019. Reportedly, the surgeon could not progress the electrode of the concerned device and decided to use a back-up implant instead, achieving a complete insertion. The user was activated with the new device on the (B)(6) 2019 with positive results. There have not been any reports about noise or shocking sensations.

Manufacturer narrative:
Conclusion: the device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. During device investigation only a cut into the active electrode body by a sharp instrument was observed, being most likely attributable to the removal surgery. Apart from that, the device operates within specification. Based on received information, a decline in hearing performance with the device was noticed since activation. Reportedly, two channels could not be inserted at implantation, followed then by an additional partial electrode migration out of cochlea, as suggested by diagnostic imaging. This might have contributed to the observed performance issues and symptoms, possibly leading to non-auditory stimulation. Following re-implantation, where a complete electrode insertion could be achieved, reported symptoms were no longer observed and the recipient could be successfully activated. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reported continuous, rumbling noise and a decline in hearing performance with the device since implantation. Two channels were left extra-cochlear at implantation. As per further information 2 additional channels have been disabled due to being extra-cochlear, confirmed by imaging. The recipient was re-implanted.